Event description:
It was reported that a dexcom g7 continuous glucose monitor disconnected from the ilet, and the user was guided to toggle the cgm setting on the pump between g7 and g6 and re-enter the pairing code, after which the pump entered pairing mode and the user was advised on expected pairing time. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living, medical intervention, or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed successful re-initiation of pairing with restored communication pending pairing completion. It was concluded that the event involved temporary signal loss between the cgm and the ilet with resolution through standard troubleshooting and no patient harm.